Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.

Event description:
Report 1 of 2. Consumer reported upon removal of a tampon, the string broke in two pieces. She manually removed the pledget from her vaginal cavity. She did not seek medical attention and she did not report any adverse health effects.